Event description:
User complained the hba1c ratio doesn't transfer over to the lis automatically which prompted the user to report the hba1c concentration results as the hba1c ratio. The issue involved forty patients, twenty-two results were provided. All initial results are hba1c concentration units in umol/l and all repeat results are hba1c ratio units in %. All repeats performed 2008. Initial result in 2009 11.3, repeat 7.1. Hba1c concentration results were reported as hba1c ratio results and customer initiated corrective action reports on ever affected result. Customer did not have access to information to determine if patients were adversely affected. If additional information is received, appropriate notification will be provided.

Event description:
User complained the hba1c ratio doesn't transfer over to the lis automatically which prompted the user to report the hba1c concentration results as the hba1c ratio. The issue involved forty patients, twenty-two results were provided. All initial results are hba1c concentration units in umol/l and all repeat results are hba1c ratio units in %. All repeats performed 2008. Initial result 14.6, repeat 8.8. Hba1c concentration results were reported as hba1c ratio results and customer initiated corrective action reports on ever affected result. Customer did not have access to information to determine if patients were adversely affected. If additional information is received, appropriate notification will be provided.

Event description:
User complained the hba1c ratio doesn't transfer over to the lis automatically which prompted the user to report the hba1c concentration results as the hba1c ratio. The issue involved forty patients, twenty-two results were provided. All initial results are hba1c concentration units in umol/l and all repeat results are hba1c ratio units in %. All repeats performed 2008. Initial result in 2009 9.7, repeat 6.9. Hba1c concentration results were reported as hba1c ratio results and customer initiated corrective action reports on ever affected result. Customer did not have access to information to determine if patients were adversely affected. If additional information is received, appropriate notification will be provided.

Event description:
User complained the hba1c ratio doesn't transfer over to the lis automatically which prompted the user to report the hba1c concentration results as the hba1c ratio. The issue involved forty patients, twenty-two results were provided. All initial results are hba1c concentration units in umol/l and all repeat results are hba1c ratio units in %. All repeats performed 2008. Initial result 13.8, repeat 8.4. Hba1c concentration results were reported as hba1c ratio results and customer initiated corrective action reports on ever affected result. Customer did not have access to information to determine if patients were adversely affected. If additional information is received, appropriate notification will be provided.

Event description:
User complained the hba1c ratio doesn't transfer over to the lis automatically which prompted the user to report the hba1c concentration results as the hba1c ratio. The issue involved forty patients, twenty-two results were provided. All initial results are hba1c concentration units in umol/l and all repeat results are hba1c ratio units in %. All repeats performed in 2008. Initial result in 2009 11.5, repeat 6.5. Hba1c concentration results were reported as hba1c ratio results and customer initiated corrective action reports on ever affected result. Customer did not have access to information to determine if patients were adversely affected. If additional information is received, appropriate notification will be provided.

Event description:
User complained the hba1c ratio doesn't transfer over to the lis automatically which prompted the user to report the hba1c concentration results as the hba1c ratio. The issue involved forty patients, twenty-two results were provided. All initial results are hba1c concentration units in umol/l and all repeat results are hba1c ratio units in %. All repeats performed 2008. Initial result in 2009 10.8, repeat 7.1. Hba1c concentration results were reported as hba1c ratio results and customer initiated corrective action reports on ever affected result. Customer did not have access to information to determine if patients were adversely affected. If additional information is received, appropriate notification will be provided.

Event description:
User complained the hba1c ratio doesn't transfer over to the lis automatically which prompted the user to report the hba1c concentration results as the hba1c ratio. The issue involved forty patients, twenty-two results were provided. All initial results are hba1c concentration units in umol/l and all repeat results are hba1c ratio units in %. All repeats performed 2008. Initial result in 2009 13.9, repeat 8.1. Hba1c concentration results were reported as hba1c ratio results and customer initiated corrective action reports on ever affected result. Customer did not have access to information to determine if patients were adversely affected. If additional information is received, appropriate notification will be provided.

Event description:
User complained the hba1c ratio doesn't transfer over to the lis automatically which prompted the user to report the hba1c concentration results as the hba1c ratio. The issue involved forty patients, twenty-two results were provided. All initial results are hba1c concentration units in umol/l and all repeat results are hba1c ratio units in %. All repeats performed 2008. Initial result 10.9, repeat 7.5. Hba1c concentration results were reported as hba1c ratio results and customer initiated corrective action reports on ever affected result. Customer did not have access to information to determine if patients were adversely affected. If additional information is received, appropriate notification will be provided.

Event description:
User complained the hba1c ratio doesn't transfer over to the lis automatically which prompted the user to report the hba1c concentration results as the hba1c ratio. The issue involved forty patients, twenty-two results were provided. All initial results are hba1c concentration units in umol/l and all repeat results are hba1c ratio units in %. All repeats performed 2008. Initial result in 2008 9.3, repeat 6.7. Hba1c concentration results were reported as hba1c ratio results and customer initiated corrective action reports on ever affected result. Customer did not have access to information to determine if patients were adversely affected. If additional information is received, appropriate notification will be provided.

Event description:
User complained the hba1c ratio doesn't transfer over to the lis automatically which prompted the user to report the hba1c concentration results as the hba1c ratio. The issue involved forty patients, twenty-two results were provided. All initial results are hba1c concentration units in umol/l and all repeat results are hba1c ratio units in %. All repeats performed 2008. Initial result in 2009 11.2, repeat 8.3. Hba1c concentration results were reported as hba1c ratio results and customer initiated corrective action reports on ever affected result. Customer did not have access to information to determine if patients were adversely affected. If additional information is received, appropriate notification will be provided.

Event description:
User complained the hba1c ratio doesn't transfer over to the lis automatically which prompted the user to report the hba1c concentration results as the hba1c ratio. The issue involved forty patients, twenty-two results were provided. All initial results are hba1c concentration units in umol/l and all repeat results are hba1c ratio units in %. All repeats performed in 2008. Initial result in 2009 23.3, repeat 14.3. Hba1c concentration results were reported as hba1c ratio results and customer initiated corrective action reports on ever affected result. Customer did not have access to information to determine if patients were adversely affected. If additional information is received, appropriate notification will be provided.

Event description:
User complained the hba1c ratio doesn't transfer over to the lis automatically which prompted the user to report the hba1c concentration results as the hba1c ratio. The issue involved forty patients, twenty-two results were provided. All initial results are hba1c concentration units in umol/l and all repeat results are hba1c ratio units in %. All repeats performed 2008. Initial result in 2009 10.4, repeat 8.2. Hba1c concentration results were reported as hba1c ratio results and customer initiated corrective action reports on ever affected result. Customer did not have access to information to determine if patients were adversely affected. If additional information is received, appropriate notification will be provided.

Event description:
User complained the hba1c ratio doesn't transfer over to the lis automatically which prompted the user to report the hba1c concentration results as the hba1c ratio. The issue involved forty patients, twenty-two results were provided. All initial results are hba1c concentration units in umol/l and all repeat results are hba1c ratio units in %. All repeats performed 2008. Initial result in 2009 10.8, repeat 7.1. Hba1c concentration results were reported as hba1c ratio results and customer initiated corrective action reports on ever affected result. Customer did not have access to information to determine if patients were adversely affected. If additional information is received, appropriate notification will be provided.

Event description:
User complained the hba1c ratio doesn't transfer over to the lis automatically which prompted the user to report the hba1c concentration results as the hba1c ratio. The issue involved forty patients, twenty-two results were provided. All initial results are hba1c concentration units in umol/l and all repeat results are hba1c ratio units in %. All repeats performed 2008. Initial result in 2009 8.7, repeat 6.0. Hba1c concentration results were reported as hba1c ratio results and customer initiated corrective action reports on ever affected result. Customer did not have access to information to determine if patients were adversely affected. If additional information is received, appropriate notification will be provided.

Event description:
User complained the hba1c ratio doesn't transfer over to the lis automatically which prompted the user to report the hba1c concentration results as the hba1c ratio. The issue involved forty patients, twenty-two results were provided. All initial results are hba1c concentration units in umol/l and all repeat results are hba1c ratio units in %. All repeats performed 2008. Initial result in 2009 8.7, repeat 6.3. Hba1c concentration results were reported as hba1c ratio results and customer initiated corrective action reports on ever affected result. Customer did not have access to information to determine if patients were adversely affected. If additional information is received, appropriate notification will be provided.

Event description:
User complained the hba1c ratio doesn't transfer over to the lis automatically which prompted the user to report the hba1c concentration results as the hba1c ratio. The issue involved forty patients, twenty-two results were provided. All initial results are hba1c concentration units in umol/l and all repeat results are hba1c ratio units in %. All repeats performed 2008. Initial result 8.9, repeat 5.8. Hba1c concentration results were reported as hba1c ratio results and customer initiated corrective action reports on ever affected result. Customer did not have access to information to determine if patients were adversely affected. If additional information is received, appropriate notification will be provided.

Event description:
User complained the hba1c ratio doesn't transfer over to the lis automatically which prompted the user to report the hba1c concentration results as the hba1c ratio. The issue involved forty patients, twenty-two results were provided. All initial results are hba1c concentration units in umol/l and all repeat results are hba1c ratio units in %. All repeats performed 2008. Initial result in 2009 15.3, repeat 9.2. Hba1c concentration results were reported as hba1c ratio results and customer initiated corrective action reports on ever affected result. Customer did not have access to information to determine if patients were adversely affected. If additional information is received, appropriate notification will be provided.

Event description:
User complained the hba1c ratio doesn't transfer over to the lis automatically which prompted the user to report the hba1c concentration results as the hba1c ratio. The issue involved forty patients, twenty-two results were provided. All initial results are hba1c concentration units in umol/l and all repeat results are hba1c ratio units in %. All repeats performed 2008. Initial result in 2009 11.6, repeat 7.8. Hba1c concentration results were reported as hba1c ratio results and customer initiated corrective action reports on ever affected result. Customer did not have access to information to determine if patients were adversely affected. If additional information is received, appropriate notification will be provided.

Event description:
User complained the hba1c ratio doesn't transfer over to the lis automatically which prompted the user to report the hba1c concentration results as the hba1c ratio. The issue involved forty patients, twenty-two results were provided. All initial results are hba1c concentration units in umol/l and all repeat results are hba1c ratio units in %. All repeats performed 2008. Initial result in 2009 13.7, repeat 9.9.

Event description:
User complained the hba1c ratio doesn't transfer over to the lis automatically which prompted the user to report the hba1c concentration results as the hba1c ratio. The issue involved forty patients, twenty-two results were provided. All initial results are hba1c concentration units in umol/l and all repeat results are hba1c ratio units in %. All repeats performed 2008. Initial result in 2008 10.9, repeat 7.8. Hba1c concentration results were reported as hba1c ratio results and customer initiated corrective action reports on ever affected result. Customer did not have access to information to determine if patients were adversely affected. If additional information is received, appropriate notification will be provided.

Event description:
User complained the hba1c ratio doesn't transfer over to the lis automatically which prompted the user to report the hba1c concentration results as the hba1c ratio. The issue involved forty patients, twenty-two results were provided. All initial results are hba1c concentration units in umol/l and all repeat results are hba1c ratio units in %. All repeats performed 2008. Initial result 12.5, repeat 7.6. Hba1c concentration results were reported as hba1c ratio results and customer initiated corrective action reports on ever affected result. Customer did not have access to information to determine if patients were adversely affected. If additional information is received, appropriate notification will be provided.

Event description:
User complained the hba1c ratio doesn't transfer over to the lis automatically which prompted the user to report the hba1c concentration results as the hba1c ratio. The issue involved forty patients, twenty-two results were provided. All initial results are hba1c concentration units in umol/l and all repeat results are hba1c ratio units in %. All repeats performed in 2008. Initial result in 2009 14.9, repeat 8.7. Hba1c concentration results were reported as hba1c ratio results and customer initiated corrective action reports on every affected result. Customer did not have access to information to determine if patients were adversely affected. If additional information is received, appropriate notification will be provided.

Manufacturer narrative:
.

Manufacturer narrative:
.

Manufacturer narrative:
.

Manufacturer narrative:
.

Manufacturer narrative:
.

Manufacturer narrative:
.

Manufacturer narrative:
.

Manufacturer narrative:
.

Manufacturer narrative:
.

Manufacturer narrative:
.

Manufacturer narrative:
.

Manufacturer narrative:
.

Manufacturer narrative:
.

Manufacturer narrative:
.

Manufacturer narrative:
.

Manufacturer narrative:
.

Manufacturer narrative:
.

Manufacturer narrative:
.

Manufacturer narrative:
.

Manufacturer narrative:
.